Manufacturer narrative:
(B)(4). Instrument a: firing trigger teeth; spring cartridge lockout tab. (B)(4). The analysis results found that the ets45 device a was received with the firing mechanism damaged and with six reloads present. Reloads d, f, and h were received fully fired; reload c was received fully fired and with the lockout spring damaged; reloads e and g were received partially fired and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instructions for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The analysis results found that the ets45 device b was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis.

Event description:
It was reported that during a laparoscopic interior bowel resection procedure, the device was being used with a blue reload and it is reported to have jammed. The device was reloaded with another reload and the same thing happened. Another new device was opened and used to complete the procedure. There was no adverse consequence to the patient. Both devices (the one that jammed and the one that worked fine) are being returned for evaluation.